Event description:
Lancet used to prick finger to obtain drop of blood for testing should retract puncturing device after use. The lancets in question did not retract sharps as required thereby causing potential for blood contamination. No incident of needle stick was reported. First reported on (B)(6) 2012. Vendor conducted training (B)(6) 2012 and experienced same failure in some product. Lots were sent back to MFR.